Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with prostyle devices using the pre-close technique prior to an interventional leadless pacemaker implantation procedure using a 12f sheath. Reportedly, one prostyle suture was successfully placed at the 11 o'clock position. When attempting to place the second prostyle suture, cuff misses [suture retrieval issues] occurred with three devices in a row. After the third cuff miss, venous access was lost therefore; the successfully placed prostyle suture was used to close the puncture. A new puncture site was used and a 23f sheath was inserted. The leadless pacemaker implantation procedure was completed via the new access site and hemostasis was achieved with a prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.